Manufacturer narrative:
Date rec'd by MFR: 23jun2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 16aug2019. The touchscreen assembly was returned to the manufacturer for failure analysis. Evaluation of the touchscreen concluded that it was out of specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the touchscreen was unresponsive along the top row.the device was in use at the time of the event; however, there was no patient harm.